Event description:
It was reported that the device shows episodes of emi (electromagnetic interference) 60 cycle interference. Most of the episodes are clustered around mid-day and have been occurring since the device was implanted about three years ago. It was further reported that there was noise on both competitor leads. The physician could not rule out the device as the cause of the noise so the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis revealed no anomalies. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing 12 - ventricular nst<=214 ms average v-cycle between (B)(4)-2011 15:27:20 and (B)(4)-2011 12:02:32. A 12 - vf<=200 ms average v-cycle between (B)(4)-2009 16:22:42 and (B)(4)-2011 12:02:37.